Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 29mm 11400m valve in the mitral position was explanted after an implant duration of 1 year, 7 days due to fungal endocarditis and regurgitation. The explanted valve was replaced with another 29mm 11400m valve. Per medical records, patient has histoplasmosis endocarditis. Concomitantly, the patient also had redo avr replacement ((B)(4)).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 11400m valve in the mitral position was explanted after an implant duration of 1 year, 7 days due to unknown reason. The explanted valve was replaced with another 29mm 11400m valve.